Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: there was a leak in the biopsy channel and bending section cover or distal sheath rubber; leak and scrapes marks were found in the forceps passage; angulation was low; control know had a play; distal end plastic cover had deep dents; bending section cover or distal sheath rubber had leak and crack on both sides; insertion tube had a buckle near bending section and excessive buckle at 15cm; light guide tube had buckles and scope connector had minor dents in the gold pin and plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera iii gastrointestinal videoscope, had air/water leakage from the insertion tube/bending section. The scope had a sheath fail when reprocessing. The issue occurred during the reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.